Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The pump was not explanted or returned to abbott. The hmii device operated as intended. The heartmate ii lvas IFU, rev. C, lists infection, sepsis, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding infection are provided in the ¿patient care and management¿ section of this IFU. This section also provides an explanation of all pump parameters, including pump flow. The current heartmate ii lvas patient handbook, rev. G, also contains care instructions for preventing infection which are outlined in various sections of this document. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 6 ¿patient care and management¿ states physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted with multiple issues including urinary tract infection (uti), hemorrhagic cystitis, and shock. The patient passed away on (B)(6)2021. The heartmate ii (hmii) device operated as intended. Additional information revealed the cause of death to be hypoxia, advanced heart failure, and septic shock. The source of the shock was determined to be hypotension, bleeding, and septic shock. The hemorrhagic cystitis was treated using transfusions of packed red blood cells (prbc) and fresh frozen plasma (ffp) in addition to antibiotics vancomycin and meropenem.